Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would spontaneously turn off during a patient session. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would turn off. It was noted that the battery would not charge. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Light emitting diode (led) analysis showed no indications. The battery was inserted into an operating programmer, the programmer charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was reinserted and was attempted to be charged for 15 minutes. When ac power was removed from the programmer the programmer shut down again. Battery analysis indicated a permanent battery failure. Conclusion: the battery pack would not charge, battery pack failure was confirmed. If information is provided in the future, a supplemental report will be issued.